Event description:
Same case as mr ID 2134265-2013-02435. It was reported that during a rotational atherectomy treatment procedure a guide wire fracture occurred. The lesion being treated was located in the right coronary artery. After some burr rotation, the rotawire broke and caused a coronary perforation which required pericardial drains. The patient fibrillated and died. The broken part of the rotawire is still inside the patient. The cause of the death is unknown at this time.

Manufacturer narrative:
The rotablator catheter unit was returned. The related rotawire was returned inserted in the catheter device. The catheter coil near the handshake connection of the plus device was found to be kinked however the coil was found to be within specification once the guidewire was removed. The kinked coil was a result of the kinked guidewire. The guidewire was found to be kinked in a number of locations. The guidewire was successfully removed from the burr and sent for analysis. The burr was microscopically examined. The annulus was found to be misshapen/damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).